Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Visual and microscopic inspections - the actual sample upon receipt was only a main body and the wire had been fractured. - the wire and gold coil had been exposed at the fractured section. - a torn shape was found at the outer layer of fractured section. - the outer layer had been twisted for approximately 7mm from the fractured section. - no anomaly was found in other sections. Electron microscopic inspection - the side of fractured section in the wire had been flat. - spiral patterns and dimple patterns (hole-shaped patterns) were found at the top surface of fractured section in the wire. Confirmation of dimensions - outer diameters of the hydrophilic coated section and ptfe coated section met the factory's specifications. No anomaly was found. Confirmation of the missing length - the total length from the fractured section to the rear end of the wire of actual sample was measured and compared with that of the product with the involved product code. As a result, the missing length of wire was approximately 11mm. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past. Simulation test [test method] - with the distal end got stuck, a continuous torque force was applied in the same direction. [Test result] - the side of fractured section in the wire was flat. - spiral patterns starting from the center were found at the top surface of fractured section in the wire. Cause of occurrence/conclusion based on the investigation result, no anomaly was found in the manufacturing history records and dimensions. From the condition of actual sample and simulation test result, as a possible cause of occurrence, the following event was inferred. However, since the details of procedure were unknown, it was not possible to clarify the cause of getting stuck. - the distal end of actual sample got stuck due to some factor. - in this state, continuous torque force was applied in the same direction in a straight line, causing the wire to fracture. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the tip of the radifocus glidewire advantage broke off. The tip of the wire used dislodged, torn. The product was replaced. The procedure outcome was not reported. Though there was no harm to the patient's health, the tip may have broken off.

Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: unknown g4: 510(k): k122590, k163004 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. Manufacturing record and the shipping inspection record of the actual sample no anomaly was found in them. 2. Past complaint file of the involved product code and lot number no similar event has been reported. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.